Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to a failure of the -ve terminal pogo-pin. Furthermore, information from the device memory showed a temperature of -3.5°c recorded on the 12th of january 2025, which is below the indicated of 0°c. This would indicate the device was stored outside of the indicated conditions and may have contributed to the failure of the -ve pogo-pin. However, further cause could not be determined. The customer received a replacement device, and the returned device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device "stopped working". In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device "stopped working". In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.